Event description:
It was reported that an ilet user experienced hyperglycemia while out of range for over 90 minutes, with a self-monitored blood glucose peak of 332 mg/dl, after earlier replacing a 23" teflon 6 mm infusion set and subsequently replacing the set again with guidance; therapy was resumed and high glucose alerts were received. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for emergency treatment, no professional medical intervention, no assistance from others, and no use of backup therapy or ketone testing. Investigation included user troubleshooting and education, cartridge and infusion set replacement, system rewind and refilling, tubing and cannula filling, and confirmation of insulin delivery resumption. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no identifiable infusion set anomaly reported by the user. It was concluded that the event involved hyperglycemia of unclear cause with resolution efforts implemented through set and cartridge replacement and confirmed therapy resumption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.